Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the care of hospice, the implantable pulse generator (ipg) had eroded through the skin due to an infected pocket. Based on the patient's frail condition and refusal to attend the cardiologist for review, the ipg remains in use. The patient was treated by hospice. No further patient complications have been reported as a result of this event.